Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgeries, a pt could not tolerate the halos and diplopia and the lenses were exchanged. Additional info has been requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
Evaluation summary: product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met releases criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 03/20/2012 and 03/29/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).